Manufacturer narrative:
The manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. Product return evaluation: the reported partial expansion with a broken deployment line was confirmed during engineering evaluation of the returned device. The reported information indicates resistance was encountered upon pulling the deployment line and deployment continued until the deployment line broke when the endoprosthesis had expanded 2cm distally. The vsx device instructions for use provide warning of a potential broken deployment line if the line is pulled forcefully in response to excessive resistance. There is no information to confirm the manner in which the deployment line was pulled nor the magnitude of the reported resistance. Deployment continued successfully during evaluation so the cause for the reported resistance could not be established.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, a patient underwent treatment in the arm for dialysis access stenosis utilizing an 8 mm x 10 cm gore® viabahn® endoprosthesis (viabahn device). It was reported the physician advanced the delivery system catheter through the sheath and over the guidewire (brand and sizes unknown) without resistance. Reportedly, resistance was felt when the deployment string was pulled. During the attempted deployment, the device expanded 2 centimeter and then the line broke. The device was removed from the patient intact. The procedure was completed with another viabahn device. It was reported there was no impact to the patient.